Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer's husband reported the consumer's stimulator would not stay in place and it was removed.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had a fall and the leads "floating" or migrating first occurred around (B)(6) of 2013. The patient had a revision, but fell again and both leads migrated. The patient fell again, and both leads migrated again. The leads were not scarred into place and so the falls caused the lead migration issue both times. Additionally, it was noted that the patient had two or three falls unrelated to therapy. In 2013, the implantable neurostimulator (ins) was explanted. The leads were "floating" in the spine, so they explanted the entire system, including leads. It was noted that there was a sudden change in therapy/symptoms. Indication for use included lumbar radiculopathy and spinal pain.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional (hcp) reported a revision procedure that occurred on (B)(6) 2012 due to lead migration secondary to fall. After original placement of spinal cord stimulator (scs) leads at the t8-t9 segments, the patient had a fall before the leads could adequately scar down. As a result, the leads were pulled down to t10-t11 segments. The patient had good stimulation despite the drop of the leads on the right side. On the left side, the patient had very uncomfortable stimulation due to the migration of the left lead too excessively laterally. A lead revision was performed. However, due to adhesions, the leads were only advanced do approximately the t9 segment. Multiple attempts were made to advance the leads without success. Therefore, a needle was placed into the epidural space. The left side was completely removed and reinserted through the needle. This allowed for the advancement of the lead back up to the t8-t9 segment. Stimulation of the advanced leads provided good stimulation to the painful areas bilaterally. The right side lead was left at the t9-t10 segment. This continued to provide good stimulation on the right side primarily; the patient had some stimulation on the left also. The revision procedure was completed after it was determined that the implantable neurostimulator (ins) was functioning properly with the leads appropriately connected. The patient was taken back to the recovery room and was observed to stand and ambulate prior to being discharged. The procedure was well tolerated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.